Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had many ventricular tachycardia episodes and received one inappropriate shock therapy. Programming changes were made. The patient resumed medication which resolved any fast ventricular and atrial rates. The patient recovered and was stable.